Manufacturer narrative:
Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found to be in safety mode with limited critical therapy still available. The patient was noted to not be device therapy dependent. Boston scientific technical services provided guidance to the boston scientific representative that the device should be replaced. The device was subsequently explanted and replaced one week later. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found to be in safety mode with limited critical therapy still available. The patient was noted to not be device therapy dependent. Boston scientific technical services provided guidance to the boston scientific representative that the device should be replaced. The device was subsequently explanted and replaced one week later. No additional adverse patient effects were reported.